Event description:
It was reported that with an infusion of heparin the infusion rate on the pump was decreased from 20 to 19 ml/hr. Approx. 3 hrs later it was discovered that the displayed infusion was 79 ml/hr. It is not known how much solution had actually infused, however the pt's ptt level was elevated. The heparin infusion was turned off for several hrs then restarted using the same pump. This device was later removed from use. The pt returned to pre-incident status.